Event description:
The initial reporter complained of instrument alarms and discrepant results for 1 patient sample tested for sodium (na) on a cobas 6000 c (501) module. The initial na result was 120 mmol/l. The customer thought the result was low and repeated the sample with a result of 132 mmol/l. Neither result was deemed to be correct. No questionable results were reported outside of the laboratory. The na electrode lot number was t31 with an installation date of (B)(6) 2022.

Manufacturer narrative:
The customer replaced the reagents and recalibrated but the calibration did not pass.

Manufacturer narrative:
The field service engineer (fse) found salt buildup at the reference electrode. The fse cleaned the salt buildup, replaced the reagents and performed ise checks and calibration. Calibration was last performed on (B)(6) 2022; multiple calibration alarms were observed from the date of event. Qc was acceptable. There was no indication for a performance issue of the reagent. Ise noise alarms and ise reference alarms were observed on the customer's alarm trace data from the date of event. The investigation determined the service actions resolved the issue.